Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range high voltage lead impedance was observed during an in-clinic visit. The impedance measurements were able to be replicated with additional testing. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.